Event description:
Implant in late 2007 was uneventful. Pt. Had to be re-opened for bleeding. Cautery was used. Device showed eos on the next day at post-implant follow-up. Device was explanted on six days later, which was also an uneventful implantation except for a low shock impedance of 1 non-invasive measurement of 29 ohms.

Manufacturer narrative:
Upon receipt, the device interrogation confirmed the device status of eos. The device was implanted for 7 days and a number of 7 charging cycles was documented. The eos condition was removed with a technical programmer and the battery stratus bol was shown. The battery voltage of 3.09 v indicated a fully charged battery. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency. A fibrillation signal was applied and the device delivered a defibrillation shock as specified with a charging time of 12 seconds, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The analysis of the memory content revealed that the last documented charging cycle was aborted. This abortion of the charging cycle was caused due to a temporary drop of the battery voltage below the eos level. This indicates that the charging was performed with a programming wand applied at a short distance. Once the wand is applied at a short distance, a saturation of the transformer may result during a charging cycle, leading to a temporary and reversible drop of the supply voltage. Furthermore, the inspection for the iegm showed that noise, observed in the ventricular channel as well as in the far field electrogram, was causing this therapy sequence. It is very likely that the noise resulted from the cautery. In summary, the ICD activated the battery status eos following a charging cycle, with the programming wand applied at a short distance. It is very likely that this charging cycle resulted from noise detected during the cautery. This does not indicate a device malfunction.